Event description:
A malfunction alarm for code malf 16 was reported by a customer during a phone call on (B)(6) 2025. There was no adverse impact on the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump.